Event description:
It was reported that at the start of a code, the autopulse platform displayed a "battery message" (exact message was not provided). The crew replaced the battery with a spare, which ran for approximately 14 compressions before the autopulse lifeband "broke". No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse lifeband in complaint will not be returned for investigation. Information provided by the customer indicated that the lifeband was disposed of. Therefore, a physical investigation will not be performed. Please see the following related MFR. Report #3010617000-2014-00624 for autopulse® resuscitation model 100 with sn: (B)(4).